Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon indicated "image is displayed intermittently" could not be reproduced. However, it is possible that the intermittent image was displayed temporarily due to a water immersion from the scratched area on the cable. The event can be detected/prevented by following the instructions for use which state: "never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The following findings were also noted during device evaluation: camera cable flaw, camera cable flooding, and the video connector side being cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the camera head monitor turns on and off. There were no reports of patient harm associated with this event.